Event description:
It has been reported to philips that system fluro pedals was not working. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of a diagnosis procedure. The procedure was completed by using another device. The philips field service engineer (fse) inspected the system onsite and found that the system fluoro pedals were not working. Upon troubleshooting actions, fse identified that there was an issue with the footswitch connector and that the pin was broken. Fse replaced the connector and pin. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.